Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c. Therapy.

Event description:
The following information was reported to kci by the nurse: the patient's wound is macerated. On (B)(6) 2015, the following information was reported to kci by the nurse: on (B)(6) 2015, the physician performed sharp debridement for the maceration, and v.a.c. Therapy was re-applied. No additional information is available. On (B)(6) 2015 the device was tested per quality control (qc) procedure by kci field services, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.